Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01343, 3005168196-2018-01344. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the left hepatic artery using pod packing coils (podj¿s) and a lantern delivery microcatheter (lantern). During the procedure, while advancing a podj through a lantern, the podj got stuck inside the lantern at the point where the lantern was exiting the guide catheter. Therefore, the podj was pulled back and partially re-sheathed. However, upon removal from the rotating hemostasis valve (rhv), the podj became detached. It appeared that there was some excessive manipulation on the podj. The physician then made a second attempt to deliver another podj; however, the podj became stuck at the same position in the lantern; therefore, the physician decided to remove it. Upon retraction, the podj unintentionally detached inside the lantern and became stuck. The physician attempted to push the detached podj, but was unable to push it forward using the pusher assembly or flush it forward. Therefore, the lantern containing the detached podj was removed from the patient. Upon removal, it was noticed that the lantern was kinked. The procedure was completed using another microcatheter and two ruby coils. There was no report of an adverse effect to the patient.